Event description:
It was reported that the patient with this pacemaker reported not feeling well while the minute ventilation (mv) feature of the device was suspended. Technical services (ts) observed that the mv rate response on the device was not as expected. The health care professional (hcp) increased the mv response and programmed the signal artifact monitor (sam) feature off. The device remains in service. No adverse patient effects were reported.